Event description:
It was reported to medtronic minimed that the customer experienced a keypad/button or unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1885. The customer reported receiving a stuck button alarm. The cause of the stuck button alarm was a customer came from the gym and had a shower. Troubleshooting indicated that the pump requires replacement. No harm requiring medical intervention was reported. Mmt-1885 was requested and the customer response was the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received with fully functional keypad. Keypad traces were inspected and moisture damage on the keypad traces was noted. Keypad flex connector is plugged in properly. Unit properly tested with self test. No stuck button alarms noted during testing. Pump¿s history and trace files downloaded successfully using thump software. However, multiple stuck button alarms were found in the pump history/trace files on 07/31/2024 at 19:49:08.000 and at 19:55:31.000. ¿pump was cut open to perform visual inspection and found moisture damage on the [pcba 1 / pcba 2 / force sensor/motor]. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and cracked keypad overlay. Alleged stuck button alarms confirmed in the pump history/trace files due to corroded keypad trace. Moisture exposure confirmed on the [pcba 1 / pcba 2 / force sensor/motor]. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.